Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that they woke up this morning and their legs up to their knees and feet were vibrating "seriously". The patient stated it was vibrating so bad that they thought it was stimulating their bowel to move immediately which was unusual for them as they had a bowel movement first thing this morning that wasn't loose, it was normal, so that was great but the vibration was there. The patient denied having had they had any falls or traumas that could have led to the issue. The patient stated the last time they had turned the stimulation up, it had been a long time ago, at least 6 months ago, that they'd turned the stimulation up and that they hadn't had any vibration feelings and that the therapy had been working great for their symptoms but they didn't know what was going on now. The patient stated they wanted to turn the stimulation down but they had to charge the external devices first and then it took a long time for the communicator to pair to the handset. The patient stated when they first turned it on, the handset just showed a circle that kept going around and around and they couldn't get it to stop but they were finally able to see the "search for device. Place the communicator over the device" screen. The patient stated they connected to see their settings and they had been at 1.2 v. The patient wanted to try turning the stimulation down but the stimulation wouldn't go down when they hit the 'down' arrow and they had to move the communicator "slightly," more like they pressed it in harder and they were able to bring the stimulation down. The patient stated it kept happening that they couldn't decrease when they pressed the down arrow and so they moved/pressed on the communicator and after doing this multiple times, they were finally able to bring the stimulation level down to 0.2 v. The patient also mentioned seeing the device not responding screen at times. The patient stated upon decreasing the stimulation, the vibrating in their legs went away but they still had the vibrating in their feet up to their ankles. Patient services had the patient connect to their settings in the mytherapy app and the therapy was on. Patient services had the patient decrease the s timulation down and the patient was able to successfully decrease the stimulation with no issue. The external devices were functioning as expected on the call. Patient services had the patient turn the therapy off to see if that stopped the vibrating, but when the patient turned the therapy off, the vibrating was still there. The patient stated that maybe it wasn't the implanted device then, because they had arthritis and neuropathy in their feet so maybe it was just a new flare up of the neuropathy that they were experiencing but they really weren't sure. Patient services reviewed with the patient that it was possible that their nerve was still a little agitated from the stimulation feeling like it was higher and redirected the patient to reach out to their managing health care provider (hcp) to check the implanted system. Patient services reviewed battery longevity considerations with the patient and mentioned that sometimes the stimulation could feel more strong when the ins battery was approaching end of life and the patient stated "I just had the lead replaced in 2021. The whole system was replaced." Patient services did not ask any further questions about that comment as they were focused on the reason for call. Patient services redirected the patient to follow up with their hcp, a dr. Shah. The patient stated they would do so and leave the therapy off in the meantime to see if the vibrating stopped in their feet. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.